Event description:
It was reported the pump received error message cassette not fully latched, while no cassette was attached. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown.

Manufacturer narrative:
Other, other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was intact upon receipt. Error codes were found in the ehl (event history log) multiple times. The customer reported issue was not duplicated during the investigation as, when testing the device, no error alarmed. Root cause of the reported issue is unknown as no issues were found with the device. Replace the latch lock flex and downstream occlusion (dso) sensor as preventive measure due to the alarms found in the event history log. A nonconformance report (ncr) was created to address the incorrect/no cassette/disposable detected issue. The product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service history review identified this device was previously repaired for air in line issue. The dso seal replacement could have potentially impacted the dso sensor function, but there was no indication of any issues with this repair in the evaluation.

Manufacturer narrative:
Other, other text: b5: additional information received by ICU medical on (B)(6)2022 via email attached in complaint object: unit failed during pm (preventive maintenance) procedure, not patient use. H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: d4: correction: catalog number: 21-2120-0104-01 d4: correction: model number: 2120